Manufacturer narrative:
A correlation between the device and the reported pump pocket infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a pump pocket infection since the implant. The patient was treated with multiple IV antibiotics. The patient was upgraded to 1a status due to the infection. The patient received a heart transplant on (B)(6) 2016. No further information was provided.